Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m implantable tachy lead - 2013 (B)(6); 6725 implantable adaptor - 2013 (B)(6). (B)(4).

Event description:
It was reported that the day after implant, the patient complained of feeling 'something hitting the chest,' and it was determined that the patient was experiencing diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.